Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a CPAP sound abatement foam. Additional information received and b5 should have been reported as: the manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop brain tumors, kidney disease, heart disease, diabetes, heart aneurysm, shortness of breath, and the patient alleges an unusual scent from the device. There is no report of the medical intervention that the patient has received at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete section h6 was updated with the appropriate health effect - clinical code(s) and the type of investigation, investigation findings and investigation conclusions were corrected to reflect that the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop brain tumors, kidney disease, and heart disease. There is no report of the medical intervention that the patient has received at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.